Manufacturer narrative:
Three opened trocar cannula hub assemblies and three trocar blade assemblies in small part tray (smpt) and within a bag were received. During this time period he introduced many times the vitrector and the light pipe. The returned sample #3 was visually inspected and was found to be non-conforming with a damaged septum. Leak testing could not be performed due to the damage of the sample. Samples #1 and #2 were visually inspected and found to be conforming. The samples were then functionally leak tested and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Samples #1 and #2 were found to be visually and functionally conforming. Sample #3 the exact root cause for this complaint is unknown; the damaged condition of the septum could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for sample #3 is unknown therefore specific action for this complaint cannot be taken and no actions were taken on samples #1 and #2 as the product met specification. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the leakage from one canula during vitrectomy surgery after introducing the valve cannulas to the patient¿ eye. The surgery was completed with the same cannula. There was a patient contact, but no harm reported.